Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a red raw sore under the right electrode. There was no alleged device malfunction contributing to the irritation. The patient¿s physician placed a bandage over the irritation. Follow up indicated that the skin irritation improved.